Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported separation was confirmed on the returned device. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on all the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after use, the 4.0 x 8 mm nc trek the catheter broke. The shaft separated at the hub. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.